Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 4.7 cm diameter abdominal aortic aneurysm. The final angiogram revealed a type 1a endoleak was present. The decision was made to re-balloon. Upon inflating the balloon, a noticeable shift in the stent graft took place. The balloon was inflated within the stent graft. Unknown how much pressure was used; however, a 30cc syringe was used. The physician stated that it felt like a pop. An angiogram was repeated and it showed extravasation outside of the aorta. The decision was made to implant a cuff. After an angiogram, the extravasation persisted. An additional cuff and another manufacturer's stent were implanted. Still the extravasation persisted. The decision was made to convert to open repair. Upon examination of the aorta, the physician stated that the aorta felt like porcelain and could not be sewn to. The decision was made to implant an additional 2 cuffs. Upon completion of the implants, the patient coded. Several attempts were made to resuscitate the patient to no avail. The patient expired. The physician stated the cause of the event was due to the calcified infrarenal neck which ruptured upon ballooning. The physician stated the cause of death was due to complications from the ruptured aorta.